Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "production areas not following cleaning procedure". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that team was opening items for sterile field and before opening the product drain, a piece of hair was noticed in the sterile packaging though there were no seen openings or defects in the packaging. Item was not opened or used for the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that team was opening items for sterile field and before opening the product drain, a piece of hair was noticed in the sterile packaging though there were no seen openings or defects in the packaging. Item was not opened or used for the procedure.